Event description:
Related manufacturer reference number: 1627487-2022-05152. It was reported during a procedure to address ineffective stimulation issue (reference manufacturer report 1627487-2022-04825 and 1627487-2022-04826), the physician cut the leads and was unable to remove the leads from the epidural spade due to scar tissue. In turn, no further surgical intervention will be done to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.